Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that upon receipt of loaner tubs found that restoration modular stem was used with c-taper stem. Incorrect implant used together was used in surgery on (B)(6) 2013.

Manufacturer narrative:
An event regarding off label use involving a c-taper cocr lfit head 36mm/+2.5mm was reported. Conclusion: the reported event states that a c-taper head was mated with a v40 taper restoration modular. The instructions for use for the reported head specifically state that c-taper heads must only be used with c-taper trunnions. The surgical protocol for the restoration modular system also states to select a v40 femoral head. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was reported that upon receipt of loaner tubs found that restoration modular stem was used with c-taper stem. Incorrect implant used together was used in surgery on (B)(6)2013.